Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-04955. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken on (B)(6) 2017 wherein the one of the lead (model 3286) was explanted and replaced with another model and the other lead (model 3186) was repositioned. Effective therapy was restored postoperatively.